Event description:
It was reported that the patient underwent a transforaminal approach spine fusion surgery on the lumbar region of her spine from l5-s1 where rhbmp-2/acs was implanted. Post-operatively, the patient initially experienced relief, followed by a sudden onset of left leg pain, lower back pain and weakness. Two years three months post-op, the patient underwent an MRI scan that revealed a disc osteophyte complex contributing to severe foraminal stenosis at the level of her rhbmp-2/acs surgery. Two years six months post-op, the patient underwent a revision surgery to remove abnormal bony overgrowth at her rhbmp-2/acs surgical site. Reportedly, the patient has continued to experience pain in her lower back as she recovers from her revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: minimally invasive l5-s1 transforaminal interbody fusion, posterior fusion and pedicle screw fixation; for pre-op diagnosis of: lumbar degenerative disc disease. Per-op notes: under microscopic magnification lamina and facet of l5 and s1 were drilled and laminectomy and facet resection was completed. After preparation of end plates two peek implants filled with bmp were placed side by side into the disc space. Then, under microscopic magnification, facet at l5-s1 was identified and contents were drilled until good bony margins were reached, then bmp was placed in it. No complications were reported.